Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Insulin pump error alarm was occurred more than once after a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = clear. Device was returned for unexpected pump error 23 alarm has occurred more than once after battery change. The following will be performed: download the insulin pump trace and history files thus and review the downloaded trace and history files for any unexpected pump error 23 alarms near the event date and record. Perform the self test, sleep current measurement, active current measurement, and displacement test. Verify no unexpected battery insertion alarms by removing the battery and reinstalling after 60 seconds, before 10 minutes, after 10 minutes, and after a safe shutdown. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted before 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. A review of the downloaded history files reveals two (2) pump error 23 alarms [(B)(6) 2021 at 06:20 and (B)(6) 2021 at 18:48] occurred. No unexpected pump error 23 alarms noted during testing or excessive pump error 23 alarms found in the downloaded history files. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted during visual inspection and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, missing display window cover, and pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.